Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported that the customer received a "scan again in 10 min" message for at least 2 hours in a row after 10 days of wearing the adc freestyle libre sensor. It was further reported that on (B)(6) 2018 at 18:00 the customer experienced trembling and confusion. Customer was seen at a hospital where a healthcare professional diagnosed her with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history reivew) for all fs libre sensor within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for libre sensors and there were no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caregiver reported that the customer received a "scan again in 10 min" message for at least 2 hours in a row after 10 days of wearing the adc freestyle libre sensor. It was further reported that on (B)(6) 2018 at 18:00 the customer experienced trembling and confusion. Customer was seen at a hospital where a healthcare professional diagnosed her with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.